Manufacturer narrative:
(B)(4). The device was not returned for evaluation. This complaint is for a report of a use error for a system error 2240 during the initial dwell, where the home patient stated the clamp was left open on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide also instructs the user to close all clamps while preparing to load the disposable set. This review finds the labeling accessible, accurate, and adequate for the related use error(s) in the complaint.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell one. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, an open clamp was observed on an unused line. There was no patient injury or medical intervention in association with this report. No additional information is available.